Event description:
It was reported the patient's device experienced low oxygen output. As a result, the patient experienced low oxygen saturation. Later, the patient fainted and went to the hospital via ambulance. As a result, the patient was admitted to the ICU for three days. Reportedly, the patient was discharged from the ICU and admitted to hospital room. FDA safety report ID# (B)(4).